Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited no image; scopes were not working. The issue occurred during preparation for use. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. During inspection, olympus confirmed, the reported event of no image displayed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the no image could not be determined, since the device was not returned. Olympus will continue to monitor field performance for this device.